Event description:
The rondo 3 was received at headquarters for a service repair. During the investigation, a cracked device housing and a leaking battery were discovered. No injury has been reported at this time. Per service sheet the device had been dropped and therefore mechanically damaged.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 3 was received at headquarters for a service repair. During the investigation, a cracked device housing and a leaking battery were discovered. No injury has been reported at this time. Per service sheet the device had been dropped and therefore mechanically damaged.

Manufacturer narrative:
Conclusion: according the information received, the rondo 3 audio processor dropped down and was mechanically damaged. During the repair process of the device, a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress, as mentioned in the recipient report. No recipient contact to leaking electrolyte and no patient injury from contact with leaking electrolyte was reported. This is a final report.